Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged, resulting in loss of rv capture. The patient is not pacemaker dependent and was not symptomatic. The lead was successfully revised. No additional adverse patient effects were reported. This lead remains in service.